Event description:
It has been reported, the pt has been experiencing and both the charging system and the pt programmer. The pt is without stimulation. Replacement charging system and the pt programmer did not resolve the issue. The pt is working with her physician to determine the resolution to the issue. Surgical intervention maybe considered.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.